Event description:
It was reported that the user experienced a severe high blood glucose event after forgetting to announce a meal while using the ilet, indicating a use-related issue rather than a device malfunction, with relevance to user interface interaction. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, a usage problem was identified, and the medical device problem was classified as an improper or incorrect procedure or method, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.